Event description:
It was reported that a left ventricular pacing lead had a threshold of 0.5 v at implant and a very high threshold was measured two weeks ago; the lead was revised and the threshold returned. The lead remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.